Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at low anterior resection, they connected adapter to the handle, then connected the reload to the adapter, however they could not close the jaws. They replaced it with another adapter and connected a new reload, and the device worked. After the surgery, the sales rep checked the device in question, however the display screen showed the adapter error. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at low anterior resection, they connected adapter to the handle, then connected the reload to the adapter, however they could not close the jaws. They replaced it with another adapter and connected a new reload, and the device worked. After the surgery, the sales rep checked the device in question, however the display screen showed the adapter error.